Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator experienced a loss communication between the graphic user interface (gui) and the breath delivery unit (bdu). Although requested, it is unk if there was pt involvement.